Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It reported that the patient presented for a routine generator change. An elective downgrade to a single chamber pacemaker, due to the patient's chronic atrial fibrillation was performed. It was noted during the procedure that there was insulation damage to the right ventricular lead. The physician repaired the insulation damage with a cut lead cap and medical adhesive. The right ventricular lead parameters tested within normal limits before and after repair. The patient was stable.